Event description:
It was reported that the clinical subject had been experiencing problems associated with stiffness on his surgery knee. The subject attempted physical therapy but ended up developing arthrofibrosis. The event was treated via manipulation under anesthesia and its outcome is considered unknown.